Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic pedi bronchoscopy, the bronchovideoscope had a no video / gray image; at neutral the image was lost. The procedure was completed with an olympus back-up device. There was no harm or injury reported.